Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional issues were identified during the device evaluation: due to wear of the forceps elevator lever, the up/down knob could not be locked securely; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the adhesive on the distal sheath had a crack; the universal cord was deformed and scratched; the suction cylinder was discolored; due to damage to the acoustic lens, the displayed ultrasound image was defective; due to damage to the ultrasonic probe, the number of missing elements exceeded the standard value; the acoustic lens was damaged; and the position of the charge-coupled device cable limited length for repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a standard inspection of a customer-returned asset, the evis exera ii ultrasound gastrovideoscope presented with a gap of adhesive between the acoustic lens and ultrasound probe, causing the stain to enter the lens through the gap. The customer did not report any problems associated with the device, and there was no patient or user injury or harm reported to olympus.